Manufacturer narrative:
Us18018249 initial report upgraded at fu 1 pharmacovigilance comments: the serious event of angioedema was considered expected and possibly related to the treatment. Serious criteria included the need for medical intervention with several trips to the emergency room for intravenous antibiotics and steroids, hyaluronidase dissolution therapy, and outpatient treatment with oral ranitidine and diphenhydramine. Potential etiologies include infection, inflammation and allergic reaction associated with the implant or the procedure. Potential contributory factors include a possible break in aseptic technique, a propensity for swelling in the tear trough area after dermal filler treatments and medical history of multiple drug allergies. The case met the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturing narrative: lot number was vaild. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2018 and a follow-up report on 25-oct-2018 by a physician which refers to a female aged (B)(6). The patient's medical history included allergies to morphine, dilaudid, bactrim, penicillin, keflex, sulfa. Concomitant treatments were not reported. The patient had not previously received treatment with fillers. On (B)(6) 2018, the patient received treatment with 1 ml (0.5 ml each side) restylane silk (lot 15454) to tear trough and periorbital areas with a 30g needle and unknown technique. 8 days later, on (B)(6) 2018, the patient experienced angioedema (angioedema) under the eyes. The patient sent the hcp pictures that showed the edema to one side of her face, right side was definitely worse than the left. Treatment for the adverse event included a visit to the emergency room on several occasions to receive intravenous (IV) antibiotics and prednisone [prednisone]. The patient also received prednisone 40mg daily, benadryl [diphenhydramine hydrochloride], zantac [ranitidine hydrochloride] and dissolution of the product with hyaluronidase [hyaluronidase]. Outcome at the time of the report: angioedema was recovered. Tracking list: v.1 25-oct-2018: medical history, needle size, treatment area, treatment of the event, onset date, outcome and severity of event updated. Case was upgraded to serious due to required medical interventions.